Event description:
It was reported that the patient has expired after implant duration of approximately 19 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Event description:
Clinical study was reported by clinical affairs at edwards lifesciences that patient experienced fatigue, palpitations, and sensation on ¿left breast moving¿ with heart beat. Adverse event is described as major perivalvular leak-central leak on echo. Patient was admitted and started on IV and antibiotics. Call from clinical affairs indicated that the valve was explanted. A device history record review is currently in process. Operative report dated 09/28/09 received on 10/02/09 indicates evidence severe paravalvular regurgitation. The lateral leaflet has thickening and calcification of its central portion, suggestive of likely endocarditis, possibly in the process of healing.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.